Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Moreover, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) the dentist reported that 5 months after dental implant was installed in intraoral region 19#, its non-osseointegration was observed. In addition, the patient presented bone type ii, immediate implant procedure was performed, bone graft was executed and fenestration occurred during surgery.